Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was discovered in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blending module board to address the issue. No further investigation is required at this time. Additionally, the device's trilogy o2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, power cord, and oxygen blender manifold were replaced to prevent failure. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The software version was checked (ver.14.2.05).